Event description:
It was reported that the patient presented for a normal device changeout. During dft testing, low, out of range high voltage lead impedance was observed when connected to the new device. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.